Event description:
The following information was reported to gore: on (B)(6) 2020 a patient underwent endovascular treatment of an aortic aneurysm in the tambe study. The case included the use of a conformable gore® tag® thoracic endoprosthesis. The patient exhibited spinal cord ischemia the same day which was treated with placement of a spinal drain. Rehabilitation services were provided. On (B)(6) 2020 paraplegia was confirmed and physical therapy is in progress.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to neurologic damage, local or systemic (e.g., stroke paraplegia, paraparesis).

Event description:
A new query has been fired: study: (B)(6). Query details: (B)(6). (B)(4). Created by: system.